Event description:
It was reported that after an unknown procedure, the white teflon pad portion of the non-active blade came off and was sticking out in the way. The same device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). New information received, that the tissue pad did not detach. Event is not reportable.